Event description:
The device was used during an unknown procedure. Reportedly, the pt was returned to surgery for a reoperation due to the distal end of the staple line was incomplete. The pt was leaking from the gap in the staple line. No product is being returned as it was discarded after the original surgery.